Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced sample 1, reagent 1 and 2 probes, the reagent mixer 1 and sample 1 metering pump. The cse performed all alignments and bottom of cuvette (bocc) alignments. The cse performed quality control (qc), which passed. The cse performed a patient sample precision testing, resulting within specification. The cause for the falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat result were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.